Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient slipped in the bath approximately 6 months ago. An x-ray stated that the array is still in the correct position, however, the implant has moved posterior and inferior to where the surgical scar is located. The patient is reporting pain on the right side of the head. The pain became severe on the (B)(6) 2016. No obvious sign of infection. The patient also reported a deterioration in sound quality. Externals have been swapped out and patient has been re-mapped. The patient will be re-implanted due to pain.

Manufacturer narrative:
The device investigation did not show any damage to the device, which is expected to have been present whilst implanted. However, based on the information received from the field, the implant housing moved from its original place posterior and inferior due to the reported accident. The patient was experiencing pain and was therefore explanted of the device. Infection was found around the stimulator housing during explantation surgery, however a review of the device sterilization records shows that the device has been subject to a valid sterilization process.

Event description:
The patient slipped in the bath approximately 6 months ago. The patient is reporting pain on the right side of the head in (B)(6) 2016, not tolerating the hair being dried after washing or use of a hair dryer. An x-ray stated that the array is still in correct position, however the implant has moved posterior and inferior to where the surgical scar is located. No obvious sign of infection. The patient also reported a deterioration in sound quality. Externals have been swapped out and patient has been re-mapped. The device has been explanted on (B)(6) 2016. When implant was exposed, there was a possible hematoma under the implant and possible infection. Implant package was removed however electrode array was left in cochlear. The patient was bilaterally re-implanted on (B)(6) 2016.